Event description:
It was reported that the patient was very upset and stated that she was not able to get her stimulator to work. It was noted that the patient was not able to adjust stimulation. It was also noted that there was a communication problem. Patient services asked the patient to try the programmer and the patient reported observing the recharge the implantable neurostimulator (ins) screen. The patient did have the recharger and patient services asked the patient to put on the belt and recharger. The patient tried twice and observed the reposition antenna screen. It was noted that the patient did not seem educated about the devices and did not seem to know about the recharger. The patient stated she was in pain. It was also noted that the patient was upset. The patient noted that she could not reach the doctor and wanted to speak with a manufacturer representative. It was later reported that the patient still had concerns with the device or therapy but was working with the doctor or manufacturer representative. The reporter also noted that they received assistance from the doctor or manufacturer representative and their concerns were resolved. It was noted that there was an appointment (B)(6) 2014 with the doctor. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).